Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii, visibility/palpability, other-medical.

Event description:
Healthcare professional reported via nbir "capsular contracture baker grade ii, suspected/actual rupture/deflation, correction of asymmetry and ptosis. Patient undergone capsulectomy. This record is for left side. The device has been explanted and replaced.